Event description:
The customer reported to olympus that there was a malfunction of the zoom on the gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned, evaluated and confirmed there was foreign material in the nozzle. Additional findings include; due to a scratch on switch one, water tightness was lost and connecting tube had a wrinkle. There was a scratch on the following; plastic distal end cover, light guide lens, forceps elevator lever, free-engage knob, up/down knob, right/left knob, connecting tube, switch one, switch two, switch box, control unit, objective lens and bending section cover. There was discoloration on the connecting tube, objective lens and control unit. There was a crack on the light guide lens and adhesive on the bending section cover. Due to dirt on objective lens, there was a lack of image on the monitor. The suction cylinder was shaved, and the image guide protector had a cut. The control unit was dirty due to water leakage. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to adhesive peeling on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to damage on the charged coupled device unit, e216(scope communication err) occurred. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility did not wipe or brush the air and water nozzle with a gauze, brush, or sponge. The customer noted that it was unknown if the facility flushed the air/water nozzle with water and air. The customer noted that the facility did not flush the air/water nozzle with detergent solution. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The foreign material could not be identified from the obtained information. From the acquired information, the cause of the residual foreign material may have been due to the reprocessing deviating from the instruction manual. A device history review confirmed that the device was shipped in accordance with specifications. It was confirmed that the device had no non-conformity in manufacturing. This issue is addressed in the instructions for use (IFU): inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection . Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) . Olympus will continue to monitor the field performance of this device.